Event description:
It was reported that during the previous november, this device reached elective replacement indicator (eri) status. The patient was booked for a replacement procedure, however, prior to the surgery, the patient received two 41j shocks. The patient has a history of non-sustained ventricular tachycardia (vt), but no history of shock treatment. For the vt. The physician attempted to interrogate the device to determine whether these shocks were appropriate, but the device was unable to be interrogated. Boston scientific technical services was contacted and explained how therapy rates are changed once the device reaches end of life (eol) and eri. It was recommended to return the device for a thorough product and data analysis. The physician surgically explanted and replaced the device to resolve the event. The patient was stable with no additional adverse consequences. At this time, the device is retained at the healthcare facility and it is unknown if it will be returned.

Event description:
It was reported that during the previous november, this device reached elective replacement indicator (eri) status. The patient was booked for a replacement procedure, however, prior to the surgery, the patient received two 41j shocks. The patient has a history of non-sustained ventricular tachycardia (vt), but no history of shock treatment. For the vt. The physician attempted to interrogate the device to determine whether these shocks were appropriate, but the device was unable to be interrogated. Boston scientific technical services was contacted and explained how therapy rates are changed once the device reaches end of life (eol) and eri. It was recommended to return the device for a thorough product and data analysis. The physician surgically explanted and replaced the device to resolve the event. The patient was stable with no additional adverse effects. The device was subsequently received for analysis.

Manufacturer narrative:
The returned device was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that during the previous november, this device reached elective replacement indicator (eri) status. The patient was booked for a replacement procedure, however, prior to the surgery, the patient received two 41j shocks. The patient has a history of non-sustained ventricular tachycardia (vt), but no history of shock treatment. For the vt. The physician attempted to interrogate the device to determine whether these shocks were appropriate, but the device was unable to be interrogated. Boston scientific technical services was contacted and explained how therapy rates are changed once the device reaches end of life (eol) and eri. It was recommended to return the device for a thorough product and data analysis. The physician surgically explanted and replaced the device to resolve the event. The patient was stable with no additional adverse effects. The device was subsequently received and is pending analysis completion.